Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. A percutaneous coronary intervention was performed on a moderately calcified and moderately tortuous left circumflex artery (lcx). The left main coronary artery (lmca) was engaged with a non bsc guide catheter and crossed with a different non bsc guide catheter. A 2.75 x 16 promus element was advanced, inflated at 12 atmospheres, and deployed in the distal left circumflex (lcx). Post dilatation was done with a 2.75 x 15mm balloon at 20 atmospheres. It was noted that there was timi iii flow with no dissection. A non bsc guidewire was advanced and crossed the left anterior descending artery (lad). A 2.75 x 15mm balloon was advanced to dilate the proximal lad at 12 atmospheres. A 3 x 38mm promus premier select was advanced, inflated at 14 atmospheres, and deployed in the lad. Post dilatation was done with a 3 x 12mm balloon at 20 atmospheres. It was noted that there was timi iii flow with no dissection. A final check shot revealed a well opposed stent. The procedure was completed and the result was good. Twenty-five days post procedure, the patient presented with chest pain. An angiogram was performed and revealed stent thrombosis in the left circumflex (lcx). It was further reported that the 80% stenosed target lesion was located in the severely tortuous and non calcified left circumflex (lcx).

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. A percutaneous coronary intervention was performed on a moderately calcified and moderately tortuous left circumflex artery (lcx). The left main coronary artery (lmca) was engaged with a non bsc guide catheter and crossed with a different non bsc guide catheter. A 2.75 x 16 promus element was advanced, inflated at 12 atmospheres, and deployed in the distal left circumflex (lcx). Post dilatation was done with a 2.75 x 15mm balloon at 20 atmospheres. It was noted that there was timi iii flow with no dissection. A non bsc guidewire was advanced and crossed the left anterior descending artery (lad). A 2.75 x 15mm balloon was advanced to dilate the proximal lad at 12 atmospheres. A 3 x 38mm promus premier select was advanced, inflated at 14 atmospheres, and deployed in the lad. Post dilatation was done with a 3 x 12mm balloon at 20 atmospheres. It was noted that there was timi iii flow with no dissection. A final check shot revealed a well opposed stent. The procedure was completed and the result was good. Twenty-five days post procedure, the patient presented with chest pain. An angiogram was performed and revealed stent thrombosis in the left circumflex (lcx).